Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed eczema underneath the front therapy electrode, skin was inflamed. The patient was given a prescription salve from her physician. The irritation improved after using the prescribed salve.